Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 433 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly, except for the date, which was one day ahead. The insulin pump passed the prime and high pressure tests. Nothing further was reported.